Event description:
The hcp reported possible implant infection; breakdown of the right lateral incision site and suspected right lateral wound infection were thought to be device related. Reported symptoms included fever, redness, swelling, drainage and pain; the pt did not have meningitis. Treatments instituted included administration of IV antibiotics and partial device system explant occurred. Blood cultures were obtained; the primary location of the infection and causative organism were unknown. The pt outcome was reported as ongoing.